Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "interventional device interacts with pre-existing mitral valve/ring" was confirmed empirically based on limited imagery provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the wo information was unavailable. A review of the IFU and training manuals revealed no deficiencies. As reported, "... It was clarified that the valve did not truly lose contact with the annulus and free-float into the ventricle. It remained attached. It did not require pull back with the ds nor surgical explant. The second valve and delivery system, during the crossing maneuver and due to the tenuous position of the 1st thv - crossing did push it further into the ventricle (again, never fully embolizing but holding on tenuously). It was then decided to place the stent between the surgical valve and the 1st thv to secure the first valve (to ensure the 1st thv would not fully embolize ventricularly and require emergent surgery. Lastly, a 3rd valve was then deployed successfully and as intended." Imagery was reviewed and revealed the distal movement and malposition of first thv after the second thv crossing attempt through the mitral position. As reported, "crossing did push it further into the ventricle." As the first thv deployed was not fully secured, it is likely that additional push forces when crossing with the second delivery system may have interacted with the frame of the first thv and resulted in further migration of first thv. As such, available information suggests that procedural factors (crossing the first malpositioned thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral mitral valve in valve procedure with a 26mm sapien 3 ultra resilia inside a pre-existing 29mm non-edwards surgical valve. During the procedure, the s3ur valve embolized towards the ventricle. A second 26mm s3ur valve was prepped and introduced into the body, but upon trying to cross the first tavr, it pushed the first tavr more ventricular. It was decided to remove the second system and valve and to use a stent to secure the first tavr to the surgical valve. Thus, the second valve was wasted (not in body). The stent was placed which did indeed secure the valve to the surgical valve. A third s3ur was prepped and was implanted in the appropriate place. Patient was stable upon leaving the cath lab. Upon further follow-up via phone call with the fcs, it was clarified that the valve did not truly lose contact with the annulus and free-float into the ventricle. It remained attached. It did not require pull back with the ds nor surgical explant. The second valve and delivery system, during the crossing maneuver and due to the tenuous position of the 1st thv - crossing did push it further into the ventricle (again, never fully embolizing but holding on tenuously). It was then decided to place the stent between the surgical valve and the 1st thv to secure the first valve (to ensure the 1st thv would not fully embolize ventricularly and require emergent surgery. Lastly, a 3rd valve was then deployed successfully and as intended. The patient status is stable.